Manufacturer narrative:
The 510(k) # is k082590.

Event description:
The reporter contacted lifescan alleging a display issue with his meter. The patient mentioned that the meter was dropped. There were no allegations of an injury was a result of the display issue. Lifescan received the meter involved with this complaint and confirmed that the lcd was cracked/broken. This complaint is being reported due to the display issue.